Event description:
A pt reported experiencing inaccurate erratic results with a ot ultra meter. The pt's blood glucose results were 178mg/dl, 99mg/dl. Tests were done < 10 minutes apart with a difference of 51%. Pt did not experience any adverse events.